Event description:
From staff: when performing an embolectomy on this patient a piece of what appears to be sterile glove was found in the patient. Staff shared they only had the surgical glove on and no indicator glove at the time. Staff shared that one of the staff members in the case noticed that they had a hole (not a tear) in their glove, so they removed the glove and washed their hands and placed another glove on that hand. They said shortly after that incident, staff saw another hole, in the new glove so they repeated the same steps (same hand different finger this time). They said after the second glove change, staff found the missing piece from the glove as it was found in the surgical field during the case. They said there was no harm to the patient and no harm to the staff.